Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with severe scratches on lcd window, cracked case on display window corners, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker. Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted.

Event description:
It was reported that the insulin pump alarmed button error. The customer's mother did not know the customer's blood glucose reading. No significant events leading to the alarm were observed. The customer's mother stated that she could not clear the alarm and replacing the battery did not resolve the issue. Advised discontinuation of the insulin pump. Nothing further reported.